Manufacturer narrative:
Product analysis: equipment used: vis (m-78210) as found condition: the pipeline vantage embolization device was returned for analysis within a shipping box, within a sealed pouch, within an opened pipeline vantage inner pouch (b223840), and within a plastic pouch. Visual inspection/damage location details: the pipeline vantage embolization device was returned within its introducer sheath. The tip coil was found extending out from the distal end of the introducer sheath. The pipeline vantage embolization device could not be pushed out from within the introducer sheath as resistance was encountered; therefore, was pulled out proximally. No bends or kinks were found with the pusher. The proximal bumper spiral cut hypotube was found damaged. The braid ends were found damaged (frayed). The pusher sleeves were found damaged. The pusher tip coil was found in good condition. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿stuck in sheath/catheter hub¿ report was confirmed. It is likely the damages found with the returned pipeline vantage pusher sleeves and proximal bumper contributed to the resistance issue. However, the cause for the damages could not be determined. The event is reported at this time based on analysis results which indicated a reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline became stuck at the catheter hub and during resheathing. The patient was undergoing treatment for an unruptured, saccular aneurysm located at the middle cerebral artery bifurcation. The max diameter was 5mm, and the neck diameter was 3.86mm. The patient's vessel tortuosity was normal. The landing zone was 2.70mm distal and 3.28mm proximal. Dual antiplatelet treatment was administered (plavix). It was reported that the pipeline was flushed, and heparinize saline came out from the behind point. It was tried to push forward into the microcatheter, but it was stuck there was no movement. The hcp wanted to move forward again to the hub, but there was no movement as the pipeline was stuck in its sheath. A replacement pipeline was able to be used with no problems with the same microcatheter. There was no damage to the catheter or the pushwire. The patient did not experience any injury or complications. Angiographic results post procedure showed no problems. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a headway 21 microcatheter.